Manufacturer narrative:
One 10mm endoscopic cannulated flexible drill was returned for evaluation. Visual assessment confirmed the reported breakage. The drill has broken where it transitions from the large to small lazer cut double helix. No material voids are present at the break area. Dimensional assessment of the drill shaft and drill head diameter and wall thickness confirmed it met print specification. Rockwell testing confirmed the drill met print specification. The cutting edges are slightly dull but are in relatively good condition. There is no measurable countersink at the cannulation of the distal tip due to flaring and damage that is observed. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During anterior cruciate ligament reconstruction, the surgeon was drilling the tunnel with a 10mm flexible reamer and reaming over the flexible passing pin. As he was drilling the femoral tunnel, the reamer broke in the middle. The surgeon attempted to pull out the broken reamer with grasper, but was unsuccessful. Surgeon took another flexible reamer and drilled from outside in so he could pull it out of the tunnel. The surgeon used a back-up 10mm flexible reamer to finish drilling the tunnel. The surgeon was able to remove all pieces/debris, and complete the procedure (with an xtendo button). The case was delayed 30 minutes. No other issues occurred during the procedure. The patient involved in the procedure was fine.

Manufacturer narrative:
Although anticipated, the device evaluation has not been completed at this time. (B)(4).